Event description:
The customer was hospitalized for low blood sugar. It also was mentioned the customer had pneumonia and he was on antibiotics. Troubleshooting was performed. The active button was not responding properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.